Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin delivery was suspended when the customer¿s sensor glucose reading was 47 mg/dl while their blood glucose reading was 90 mg/dl. It was the second time that insulin delivery was suspended due to low sensor glucose. They had a sensor that had inserted badly. The customer declined to troubleshoot for all their sensor issues. The sensors will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.